Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, the distal disc deployed deformed, ball shaped. The device was re-sheathed and re-deployed, still remaining deformed. The device was removed from the patient and the procedure was completed with another 30mm amplatzer cribriform occluder (lot number: 6561973). No patient consequences were reported.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.